Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that they experiencing diabetic ketoacidosis and hospitalized due to high blood glucose level. Blood glucose level was 400 mg/dl at the time of incident and it was treated with intravenous insulin at the hospital. Date of hospitalization was unknown and hospitalization was 4 days. Customer reported that transmitter of insulin pump was not blinking when connected to sensor also not showing its icon on screen. It was unknown if insulin pump was on auto mode. Insulin pump will be returned for analysis.